Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), dysmenorrhoea ('dysmennorhea (cramping)') and genital haemorrhage ('heavy bleeding') in a 45-year-old female patient who had essure (batch no. B94873-left , c06513-right) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left tubal ostia could not be identified and there was discomfort". The patient's medical history included autoimmune thyroiditis and premenstrual dysphoric disorder. Concurrent conditions included adenomyosis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced anxiety ("psychological injury/ psychological or psychiatric problems ¿ anxiety"), 2 months 18 days after insertion of essure. In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and migraine ("migraines / headache"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("bladder/urinary problems: uti") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral removal of fallopian tubes). And hysterectomy full). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dysmenorrhoea, genital haemorrhage, dyspareunia, menorrhagia, anxiety and urinary tract infection had resolved, the weight increased, fatigue, vaginal haemorrhage, bladder disorder, urinary tract disorder and migraine outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: initially essure insertion procedure was attempted on (B)(6) 2014; however the procedure was aborted as the plaintiff became nervous as left tubal ostia could not be certainly identified by the physician. Essure insertion was done on (B)(6) 2014. Received treatment for dysmenorrhea, dyspareunia, menorrhagia, psychological trauma, uti, fatigue, hair loss and weight gain. Insertion details, specify- right tubal ostia easily visualized. Left tubal ostia could not be certainly identified diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) results: bilateral occlusion. Ultrasound scan - on (B)(6) 2018: impression: endometrium measures 1.7 cm in maximal thickness without hypervascularity or other convincing evidence for endometrial polyp. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: new pfs and mr received- new events added: abnormal bleeding (vaginal), bladder or urinary problems or changes, migraines / headaches; pain; psychological or psychiatric problems ¿ anxiety, heavy bleeding, device insertion difficulty were added.lot number and reporters information were added.outcome of evens heavy bleeding, urinary tract infection, anxiety, pain from unknown to recovered/resolved and event hair loss from unknown to recovering/resolving were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and dysmenorrhoea ('dysmennorhea (cramping)') in a 45-year-old female patient who had essure (batch no. B94873-left, c06513-right) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left tubal ostia could not be identified and there was discomfort". The patient's medical history included autoimmune thyroiditis and premenstrual dysphoric disorder. Concurrent conditions included adenomyosis. In 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced urinary tract infection ("bladder/urinary problems: uti"), fatigue ("fatigue") and pelvic pain ("pelvic pain"). On (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 month 20 days after insertion of essure. On (B)(6) 2014, the patient experienced anxiety ("psychological injury/ psychological or psychiatric problems ¿ anxiety"). In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and urinary incontinence ("bladder or urinary problem or changes incontience"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced migraine ("migraines / headache") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"). The patient was treated with ciprofloxacin, drospirenone;ethinylestradiol (loryna), paracetamol (tylenol) and surgery (hysterectomy (full); salpingectomy (bilateral removal of fallopian tubes). (B)(6) 2018 and hysterectomy full). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dysmenorrhoea, genital haemorrhage, dyspareunia, menorrhagia, anxiety, urinary tract infection and headache had resolved, the weight increased, fatigue, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, urinary incontinence and pelvic pain outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: initially essure insertion procedure was attempted on (B)(6) 2014; however the procedure was aborted as the plaintiff became nervous as left tubal ostia could not be certainly identified by the physician. Essure insertion was done on (B)(6) 2014. Received treatment for dysmenorrhea, dyspareunia, menorrhagia, psychological trauma, uti, fatigue, hair loss and weight gain. Insertion details, specify- right tubal ostia easily visualized. Left tubal ostia could not be certainly identified current weight 161lbs. Three coils visualized in the left side. Zero coils visualized in the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.182 kgs. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) results: bilateral occlusion. Ultrasound scan - on (B)(6) 2018: impression: endometrium measures 1.7 cm in maximal thickness without hypervascularity or other convincing evidence for endometrial polyp. Batch no b94873 production date 2013-11-19 expiration date 2016-11-30. Batch no c06513 production date 2013-12-21 expiration date 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and dysmenorrhoea ('dysmennorhea (cramping)') in a 45-year-old female patient who had essure (batch no. B94873-left, c06513-right) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left tubal ostia could not be identified and there was discomfort". The patient's medical history included autoimmune thyroiditis and premenstrual dysphoric disorder. Concurrent conditions included adenomyosis. On (B)(6)2014 , the patient had essure inserted. In 2014, the patient was found to have weight increased ("weight gain"). In (B)(6)2014 , the patient experienced urinary tract infection ("bladder/urinary problems: uti"), fatigue ("fatigue") and pelvic pain ("pelvic pain"). On (B)(6)2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"), (B)(4) days after insertion of essure. On (B)(6)2014 , the patient experienced anxiety ("psychological injury/ psychological or psychiatric problems ¿ anxiety"). In (B)(6)2014 , the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and incontinence ("bladder or urinary problem or changes incontience"). In (B)(6)2015 , the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6)2018 , the patient experienced migraine ("migraines / headache") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"). The patient was treated with ciprofloxacin, drospirenone;ethinylestradiol (loryna), paracetamol (tylenol) and surgery (hysterectomy (full); salpingectomy (bilateral removal of fallopian tubes). 19-jun-2018 and hysterectomy full). Essure was removed on (B)(6)2018 . At the time of the report, the abdominal pain, dysmenorrhoea, genital haemorrhage, dyspareunia, menorrhagia, anxiety, urinary tract infection and headache had resolved, the weight increased, fatigue, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, incontinence and pelvic pain outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, incontinence, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: initially essure insertion procedure was attempted on (B)(6)2014 ; however the procedure was aborted as the plaintiff became nervous as left tubal ostia could not be certainly identified by the physician. Essure insertion was done on(B)(6)2014 . Received treatment for dysmenorrhea, dyspareunia, menorrhagia, psychological trauma, uti, fatigue, hair loss and weight gain. Insertion details, specify- right tubal ostia easily visualized. Left tubal ostia could not be certainly identified current weight 161lbs. Three coils visualized in the left side. Zero coils visualized in the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.182 kgs. Hysterosalpingogram - on (B)(6)2014 : total bilateral occlusion. Imaging procedure - on(B)(6)2014 : essure confirmation test(s) (unspecified) results: bilateral occlusion. Ultrasound scan - on (B)(6)2018 : impression: endometrium measures 1.7 cm in maximal thickness without hypervascularity or other convincing evidence for endometrial polyp.. Batch no b94873 production date 2013-11-19 expiration date 2016-11-30 batch no c06513 production date 2013-12-21 expiration date 2016-12-31 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: pfs received: newly added events- incontinence, pelvic pain female, headache, onset date of previously reported events- uti, dysmenorrhea (cramping), dyspareunia, fatigue, weight gain was added, reporter was added, consumer weight was added, treatment drug was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), dysmenorrhoea ('dysmennorhea (cramping)') and genital haemorrhage ('heavy bleeding') in a 45-year-old female patient who had essure (batch no. B94873-left, c06513-right) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left tubal ostia could not be identified and there was discomfort". The patient's medical history included autoimmune thyroiditis and premenstrual dysphoric disorder. Concurrent conditions included adenomyosis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced anxiety ("psychological injury/ psychological or psychiatric problems ¿ anxiety"), 2 months 18 days after insertion of essure. In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and migraine ("migraines / headache"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("bladder/urinary problems: uti") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral removal of fallopian tubes). And hysterectomy full). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dysmenorrhoea, genital haemorrhage, dyspareunia, menorrhagia, anxiety and urinary tract infection had resolved, the weight increased, fatigue, vaginal haemorrhage, bladder disorder, urinary tract disorder and migraine outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: initially essure insertion procedure was attempted on (B)(6) 2014; however the procedure was aborted as the plaintiff became nervous as left tubal ostia could not be certainly identified by the physician. Essure insertion was done on (B)(6) 2014. Received treatment for dysmenorrhea, dyspareunia, menorrhagia, psychological trauma, uti, fatigue, hair loss and weight gain. Insertion details, specify- right tubal ostia easily visualized. Left tubal ostia could not be certainly identified diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) results: bilateral occlusion. Ultrasound scan - on (B)(6) 2018: impression: endometrium measures 1.7 cm in maximal thickness without hypervascularity or other convincing evidence for endometrial polyp. Batch no b94873, production date 2013-11-19, expiration date 2016-11-30. Batch no c06513, production date 2013-12-21, expiration date 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psychological injury"), urinary tract infection ("bladder/urinary problems: uti"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, dyspareunia and menorrhagia had resolved and the weight increased, psychological trauma, urinary tract infection, fatigue and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, psychological trauma, urinary tract infection and weight increased to be related to essure. The reporter commented: received treatment for dysmenorrhea, dyspareunia, menorrhagia, psychological trauma, uti, fatigue, hair loss and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test(s) (unspecified) results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event "injury" updated to "dysmenorrhea", events- " dyspareunia, menorrhagia, psychological trauma, uti, fatigue, hair loss and weight gain", lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.